Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array. Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017 and the patient was reimplanted with another cochlear device.